Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate atp and high voltage therapy due to noise. The lead was explanted and replaced. Patient condition was fine.